Event description:
Customer rep0rted device = 156 mg/dl in the morning. Customer's family member gave them the usual amount of 48 units of insulin. Customer "bottomed out" & was shaky. Device =55 mg/dl. Customer drank orange juice and ate a candy bar. At 12 pm, device = 148 mg/dl. Several days prior, device = 164 mg/dl. Family gave them normal amount of insulin. At 10 am, device = 184 mg/dl. Family member gave customer 14 additional units of insulin. Customer "bottomed out" and was shaky. At 12 pm, device =100 mg/dl and at 3 pm, device = 55 mg/dl. Controls were in range. A request was made for return product and replacement product was sent.